Event description:
It was reported by service report that the bed was missing the cpu board causing a loss of all bed functions, and motion interrupt pan was also missing. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: missing cpu board. Missing motion interrupt pan.